Manufacturer narrative:
Additional information provided in. A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed a crack in the luer which would result in leakage. CAPA 2021-039 was initiated to address the leakage issue and is currently in the effectiveness phase. The CAPA will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
Central line dressing found to be not intact, lifting from hub, hubguard and part of line exposed (site still covered), therefore dressing changed as per unit protocol, 30 min post dressing change tpn noted to be leaking from hub, crack in hub found. Line removed. Consequence: incomplete antibiotic therapy.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.